Manufacturer narrative:
Based on the customer-provided picture, the issue has been confirmed. However, no quality issues were identified during the archive sample analysis. Therefore, the issue could not be confirmed through internal evaluation. Based on the determined risk priority number (rpn), the residual risk associated with this complaint is considered acceptable. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Sol-millennium will continue to monitor for similar issues, and further assessment will be conducted if a significant pattern emerges.

Event description:
Customer reported that the one lot of 10ml syringes, lot #04411122, that has had numerous breakage issues when an analyst uses them. The syringes are cracking when the analyst pushes the plunger down and it cracks near the top and results in reagent/sample spraying the analyst.

Manufacturer narrative:
Received samples of the impacted sol-m 10ml slip tip syringe without needle, ref p180010stnsb, lot 04312116 were inspected. All inspected samples were found to be within established specifications. We believe that the crack was likely caused post manufacturing, during subsequent handling of the syringe. Contributing factors may include excessive mechanical stress, improper use, or environmental conditions during use.